Event description:
When physician tried to place coil, it became stuck. During the attempt to retrieve the coil it began to uncoil and had to be surgically retrieved. The event caused no patient complications.

Manufacturer narrative:
Evaluation: still under investigation.